Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with the implantable cardioverter defibrillator in backup vvi. The patient was brought into clinic on (B)(6) 2018 for further evaluation. A device restoration was performed successfully.